Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel below the knee. After a 6fr non-bsc introducer sheath was placed, a non-bsc guide wire was advanced to cross the lesion. A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was then advanced to dilate the target lesion. However, upon the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.